Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the tear. Although the soft cannula was damaged, the timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Correction to h3 - device evaluated by mfg.